Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient was deemed high risk for coronary occlusion due to a short virtual transcatheter valve coronary (vtc) distance and a short sinotubular junction (stj). As reported, during the implant of this transcatheter bioprosthetic valve via transfemoral access into a severely stenotic 19 millimeter (mm) non-medtronic aortic surgical valve, the left leaflet of the surgical valve was cut percutaneously to protect left coronary perfusion and the transcatheter valve was successfully placed. A root angiogram confirmed left and right coronary perfusion. Post implant balloon aortic valvuloplasty (bav) dilatation for valve expansion was performed. Shortly after closing the access vessels, the patient experienced hypotension. A wire retrograde was attempted through a saphenous vein graft (svg) to an obtuse marginal (om). The team was able to wire back to the left main, however the wire would not make it between the frame and the stj. No attempts were made to wire the right coronary artery after the occlusion. A pre-existing svg to the om was filling most of the left coronary artery (lca). The right coronary artery was completely occluded. Obstruction from the surgical valve after the bav was also reported as a cause of the right coronary artery occlusion. Both right and left sided circulatory catheters were placed to stabilize the patient. However, the patient died. An autopsy was not performed. Per the physician the coronary occlusions were caused by the transcatheter valve dislodging 2-3 mm aortic upon the bav which caused the skirt of the valve to sequester the left and right coronary sinuses. Per the physician the cause of death was occlusion of the right and left coronary arteries.